Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if device eval becomes available.

Event description:
After six times activation of seal & cut output, usg-400 announced damage of the device. The ptfe pad was separated. The physician replaced the subject device and the procedure was completed. There was no pt harm reported.